Manufacturer narrative:
Voluntary medwatch report received: mw5154181.

Event description:
Voluntary medwatch report received reported a right ventricular lead was capped and surgically abandoned due to a product performance issue. No additional adverse patient effects was reported.